Manufacturer narrative:
Lot number information was provided, however a detailed investigation could not be completed for specific incidents because we received two lot numbers. There was no detailed information provided on the specific incident, about the specific patient or follow up care. The batch records were reviewed and no deviations were found that would lead cmpi to believe the product was manufactured incorrectly. The sales rep provided photographs of incisions which were part of cardiac CABG procedures. The photographs indicate long incisions in potentially high stress areas that were closed with glue only showing evidence of wound dehiscence. Long incisions in high stress areas of body may require the application of sutures or steri-strips to aid in wound approximation when closing incisions using topical tissue adhesive. The device was not returned nor is there any additional information available to enable a more detailed investigation. Although the distributor reported that the root cause could not be determined in this case, improper application technique (not enough adhesive) or poor post-op care of the wound could possibly lead to premature wound dehiscence.

Event description:
A dissatisfied cardiac surgeon reported they were having trouble with wounds opening post op (day 3) after using adhesive to close incisions.